Event description:
Reportable based on analysis completed on 25sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24x2.25mm target lesion was located in a non-tortuous obtuse marginal artery (om). A 24x2.25mm synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with the product mandrel inserted. The tip od was measured which is within specification. The stent was badly damaged. The stent had moved 8mm distally on the balloon exposing the stent crimp marks on the balloon material indicating that the stent was crimped in the correct location during manufacturing. The stent struts were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement or removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).